Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. P-cap locked in place properly during testing. Unit received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had scratches to the lcd screen. Customer states they can not read the display. The customer's blood glucose a the time of the incident is unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.